Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump error alarms. The blood glucose was 119 mg/dl at the time of the incident. The current blood glucose was 111 mg/dl. Customer stated he changed the battery early it was not without power. Customer stated that, a temp basal was not programmed before the unexpected restart alarm occurred. Alarm did not occur shortly after inserting a new battery. Unexpected restart alarm was recurring during normal pump use. Customer was also alerted repeated external ram crc error. Customer advised that the pump will need to be replaced and discontinue use of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit display properly and no anomaly noted. Unit passed the unexpected restart error test and displacement test. No unexpected external ram crc error alarm, unexpected restart error alarms or reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and missing end cap sticker.